Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer (fse) adjusted the sipper, replaced the sipper nozzle, and the vacuum tube, decontaminated the vacuum nozzle, and replaced two solenoid valves. The investigation is ongoing.

Event description:
There was an allegation of questionable chloride (cl) and sodium (na) results for 1 patient sample on a cobas c 303 analytical unit the initial cl result was 130.4 mmol/l, and the initial na result was 103.9 mmol/l. The customer questioned the abnormal results, which prompted them to repeat the sample. The repeat cl result was 92.7 mmol/l, and the repeat na result was 136.6 mmol/l. No questionable results were reported outside of the laboratory. The repeat results were deemed correct.

Manufacturer narrative:
The field service engineer (fse) replaced the reference electrode. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.